Event description:
Foley to be inserted, balloon tested outside of pt. Inflated and deflated okay. Once inserted in pt, fluid inserted into balloon all drained down the foley lumen and balloon did not inflate.